Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder®aaa endoprosthesis devices. Gore® excluder® iliac branch endoprosthesis (ibe) was placed on the left side. Completion angiography following stent graft deployment revealed a type ii endoleak, but no additional intervention was performed, and the procedure was completed. The aneurysm diameter was approximately 67 mm. On an unknown date, postoperative follow-up imaging demonstrated enlargement of the aneurysm sac. On (B)(6) 2026 (exact date unknown), computed tomography (CT) showed that the aneurysm diameter had increased to 77 mm. Delayed-phase CT imaging confirmed a type ii endoleak originating from a lumbar artery. The findings suggested aneurysm sac enlargement associated with the type ii endoleak. However, a linear contrast enhancement extending from the right leg of the stent graft was also observed, and the possibility of a type iiib endoleak could not be ruled out. On(B)(6) 2026, reintervention was performed. Intraoperative angiography identified a type ii endoleak from a lumbar artery. Embolization was planned for a later date due to difficulty accessing the responsible vessel. An additional stent graft was deployed within the right leg for preventive treatment, and the procedure was completed at that time.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.